Event description:
"Monopolar cable from l-hook to cautery machine broke near the operating end. A visible flash/spark came from the cord at the break no burns were noted on any area near pt." No injury to pt.